Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the length of the pump tubing needed to be increased. The pump and cylinders components were explanted and replaced as a result. The previous reservoir component was left implanted. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.